Event description:
It was reported that a venflon pro safety had a damaged catheter and leakage during use. The following was reported by the initial reporter: "1. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 3. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. The venflon pro safety had a leakage issue at the connection between catheter tubing and hub (middle part)"

Manufacturer narrative:
"It was reported that a venflon pro safety had a damaged catheter and leakage during use. The following was reported by the initial reporter: "1. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 3. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. The venflon pro safety had a leakage issue at the connection between catheter tubing and hub (middle part)"" h5: imdrf annex e grid: e0504 extravasation.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that a venflon pro safety had a damaged catheter during use. The following was reported by the initial reporter: "complaint opened for the 3rd defect generally it has been observed that the cannulas cannot remain in the patient as long as in the past." The following fields were updated due to additional information: d4: catalog # 393224 d4: medical device lot #: 0295532 d4: medical device expiration date: 2023-10-31 h4: device manufacture date: 2020-10-21 d4: medical device lot #: 0309587 d4: medical device expiration date: 2023-10-31 h4: device manufacture date: 2020-11-04 d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-03 h6: investigation summary one representative sample was received by our quality team for evaluation. The returned sample was subjected to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all inspection and no abnormality was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that a venflon pro safety had a damaged catheter during use. The following was reported by the initial reporter: "complaint opened for the 3rd defect generally it has been observed that the cannulas cannot remain in the patient as long as in the past."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a venflon pro safety had a damaged catheter during use. The following was reported by the initial reporter: "complaint opened for the 3rd defect. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Dear team, we received the following information from customer service: "dear mrs. (B)(6), several users have reported quality issues with venflon pro safety: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them.¿ please be aware that the customer wrote for the first time on february 24th, when the customer service representative was on leave which is why she was only able to inform us yesterday. Please check if you had already received the complaint through another channel, I cannot find it in our stats. Our sales rep was informed, I´ll let you know as soon as there are more details. Kind regards (B)(6)."